Event description:
During preventative maintenance, the biomed tech was drawing the fluid in warmer to replace. The fluid was full of blood and the technician was exposed to this. Rptr disinfected the unit per MFR's recommandations. They stated two things can cause this 1) bad o rings 2) a failure of the disposable cassette. Rptr inspected the o rings and ensured these are being lubricated on a monthly basis. MFR stated this is not uncommon.